Event description:
Note: this manufacturer report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on october 7, 2019 that a lighttrail single use 270um laser fiber was used in a laser ureteroscopy of stone procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a auriga 30 watt laser console with laser settings of 8 hertz and 800 millijoules. According to the complainant, during the procedure, the fiber body snapped after one hour of lasering. A second of the same device was used and the same issue occured. The procedure was completed with a third lighttrail single use 270um laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results one lighttrail single use 270um laser fiber was returned in one piece. The piece measured approximately 309.1 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 1 mm and was degraded. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6), 2019 that a lighttrail single use 270um laser fiber was used in a laser ureteroscopy of stone procedure in the kidney performed on (B)(6), 2019. Reportedly, the laser unit used was a auriga 30 watt laser console with laser settings of 8 hertz and 800 millijoules. According to the complainant, during the procedure, the fiber body snapped after one hour of lasering. A second of the same device was used and the same issue occured. The procedure was completed with a third lighttrail single use 270um laser fiber. There was no serious injury nor adverse patient effects as a result of this event.